Manufacturer narrative:
Health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an intracapsular rupture on the left side. Device has been explanted. Physician later reported "an extracapsular rupture"